Manufacturer narrative:
Device manufacture date: correction from 12/1996 to 01/1997. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." The catalytic decomp filter was returned and tested. The reason for return of the catalytic decomp filter was not confirmed. The oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. The vacuum valve was returned and tested. The reason for return of the vacuum valve was not confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic decomp filter, oil mist filter and vacuum valve. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The field service engineer was dispatched to the site and replaced the oil mist filter, catalytic decomp filter and vacuum valve to resolve the haze/vapor/mist issue. The unit met specifications and was returned to service on 9/13/2016.

Event description:
A customer reported an event of a "haze" coming from their sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer stated the unit was turned off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.